Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered bursts of anti-tachycardia pacing (atp) as well as shocks during several separate events over several days. Only two of the episodes were able to be reviewed in detail by boston scientific technical services (ts) and it could not be conclusively determined if they were the result of atrial arrhythmias as this is a single chamber device, but it was a possibility. It was recommended that further examination by a cardiologist be performed to better determine if the shocks were appropriate or not. Further information was requested from boston scientific field representatives, but unavailable. This device remains in service. No additional adverse patient effects were reported.